Manufacturer narrative:
Patient information not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter hospital contact telephone: (B)(6). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 03.mar.2010. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2017, the kirschner wire became irretrievably lodged inside the guiding block. A second instrument was readily available and was used to complete the procedure successfully with no delay and no harm to patient. This report is for one (1) pediatric lcp hip plate guiding block. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that the affiliate received a broken screwdriver stardrive (part 03.632.074, lot 6999713, mfg 26-nov-2012). The tip of the handle is broken. No additional information available at the moment. The returned instrument was evaluated at customer quality and the complaint condition was able to be confirmed. A spiral fragment approximately 6mm in length had broken off from the distal tip of the screwdriver. The fragment was returned with the complaint. The remaining blades of the screwdriver still on main component were bent as a result of a counterclockwise force, indicating that the screwdriver was used for extraction. And degenerative technique guides state to always use the torque limiting handle (03.620.061) to reduce risk of damage to the t25 screwdriver shaft. The technique addition also cautions to never use a fixed or ratcheting t-handle screwdriver to remove locking caps. If the torque limiting attachment is not used when using any of the stardrive shaft options, breakage of the driver may occur and could potentially harm the patient. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the received aiming block is in a very used condition, there are wear marks and scratches marks all over and slight deformations are visible at the bores due to intense use. A k-wire is seized in one hole. Therefore it is not possible to measure the relevant dimension of this hole. The dimension of the other hole was checked with a caliper and was found to be within specification. The manufacturing documents were reviewed and no complaint related issues were found; this device was manufactured in march 2010 according to the specification. These findings and the very used condition of the received device indicates that this device was functional for years and speak against any manufacturing related issue. The k-wire is completely stuck in the aiming block; removal is impossible. Therefore the cause of this occurrence cannot be defined. It is very likely that the tremendous stress marks at the k-wire did contribute and/or did lead the complained malfunction as there was an extensive metallic contact between some devices. But based on the provided information it cannot be defined if this occurred during the insertion or the extraction of the k-wire. The aiming block was functional for years and the relevant dimension of the k-wire is within the specification, this speaks against a product related issue. No product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.